Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit had missing end cap sticker. Unable to perform occlusion and excessive no delivery test due to alarms.

Event description:
Customer reported that he had low blood glucose of 68 mg/dl and that his insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.